Manufacturer narrative:
Manufacturer evaluation confirmed the unintended activation. Corrosion of internal components was observed on disassembly, which can cause activation if an intermittent electrical contact occurs.

Event description:
The micro sagittal saw was returned to stryker for service. During testing it was observed that the device ran on its own. There was no patient involvement and no adverse consequences associated with the device.